Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the posterolateral of the posterior descending artery of the distal right coronary artery. A 2.5 x 18 non-bsc stent was implanted. The 15 mm x 2.50 mm apex monorail was advanced to dilate the lesion. During the first inflation the apex balloon ruptured at 6 atms. The device was removed and the procedure was completed with a 2.5 mm x 8 mm nc quantum apex. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).